Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of the lead, high thresholds were measured through the analyzer with unipolar thresholds being the highest. Lead repositioning was attempted without change in thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.